Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient that the needle did not retract indicating a needle mechanism failure. The pod was worn between 36 and 48 hours. The pink slide did move forward and the cannula was visible.

Manufacturer narrative:
The device was received partially deployed indicating the hard cannula was visible within the exposed portion of the soft cannula. Inspection of the needle mechanism found that the needle was not properly seated in the slide retract. Damage was observed under magnification to the slide retract. This improper installation of the hard cannula into the slide retract resulted in the needle not retracting back into the pod. The body of the hard cannula was also found to be bent. During the investigation, damage was observed to the distal tip of the soft cannula. It could not be determined when or how this damage occurred. Despite the damage to the soft cannula, it was measured to be within specification. Despite the damages to the fluid path components, fluid was able to flow through the entire fluid path. The download data from the device contains no hazard alarms, timeouts, or drive stalls indicating there was no struggle to deliver insulin.